Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient present for a routine device upgrade. Prior to procedure it was noted that the left ventricular lead had experienced intermittent capture. During the procedure it was revealed that the lead had perforated the coronary sinus. The lead was explanted and replaced. The patient was stable.